Event description:
The customer contact reported the device did not sound an audible alarm tone during and alarm condition. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the customer contact reported the sound level is weak. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.